Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer experienced a pump shutdown as a result of being unable to charge the pump. Customer was able to successfully charge the pump using a different wall adapter. Customer¿s blood glucose was 425 mg/dl.